Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime/compromised force sensor system alarm test due to faulty force sensor relay. No compromised force sensor system alarms noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 157mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.